Event description:
On (B)(6) 2014, gamma3 surgery was performed. After the surgery, it was found that the screw which was inserted to the distal screw hole of the nail was out of the hole. Revision surgery is not planned at present.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The target device was classified to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found; a functional inspection revealed that the reported misdrilling was not reproducible; all nail holes were passed by the drill without nail contact. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. - loosening of the nail holding bolt during insertion of the nail - repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended - not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) - no use of drill with centre tip / unfavourable bone contour - drilling without drill guiding sleeve - using blunt or damaged drill - high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The usage of the ¿new¿ drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4) may ease the distal locking procedure. Regarding misdrilling the operative technique has already been modified by an ecn. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.

Event description:
On (B)(6) 2014, gamma3 surgery was performed. After the surgery, it was found that the screw which was inserted to the distal screw hole of the nail was out of the hole. Revision surgery is not planned at present.